Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had experienced a low blood glucose. The customer¿s blood glucose level was 47 mg/dl. The customer was treated with honey and glucose tablets. The customer¿s wife declined troubleshoot to check the history for boluses. The insulin pump will not be returned for analysis.